Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to perform a pump reset, and after completing the reset, the error code was resolved, allowing the customer to successfully start their sensor session.